Event description:
Catheter placed in the antecubital fossa 2005. Site prepped with chlorohexidine and alcohol solution. The site was covered with occlusive dressing. The line snapped off at the hub 19 days later. The line was intermittently attached to a springfuser for administration of antibiotics. The line was not attached to the springfuser at the time of the incident.